Manufacturer narrative:
Representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. No failure detected, and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a suture used in the right atrium of the heart broke several hours after a cardiac procedure. The patient was returned to surgery for repair. The patient subsequently expired at an unspecified time following the repair.